Event description:
It was reported that the patient experienced pocket irritation, discomfort, and pain due to the location of the ipg. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.